Event description:
A report was received that the patient was experiencing difficulty charging the ipg and has been getting message communication failed with the remote control (rc). The patient will undergo an explant procedure.